Event description:
Procedure: total lap hysterectomy. According to the reporter: during a total lap hysterectomy procedure, the tip of the device broke off into the patient. It was able to be retrieved. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).